Event description:
It was reported that the patient's lead had high impedances. As a result, the system was explanted and replaced on (B)(6) 2019. Therapy has been restored post operatively and impedances are normal. Issue resolved.